Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (03/04/2015). The patient¿s meter has been returned on 1/27/2015 and evaluated by lifescan product analysis on 2/23/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA alleging that the subject meter read inaccurately high compared to their feelings and or normal results. The reporter claimed obtaining blood glucose readings of "187 mg/dl" with the subject meter. This complaint is being reported because the control solution test that was performed during troubleshooting had failed & the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.